Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge, despite having sufficient usable insulin and after removing pump from case, cleaning pump connection area, and reloading same cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer initially declined to load second cartridge during call, case was escalated for follow up, and later customer reported being able to successfully load new cartridge, so support confirmed issue was resolved and no further assistance was required.